Event description:
The pt used the suspect device to check pt's blood glucose. Pt obtained a result of 300mg/dl around 11:00. Pt then injected insulin due to the reading. Around 3:30am pt passed out. Pt was taken to the hospital and treated for low blood glucose, possibly by an IV. Pt was given sugar and orange juice. Upon arrival, pt's blood glucose level was 37mg/dl on a hospital meter.